Manufacturer narrative:
No button error alarms noted. Unit had no button response due to corroded keypad traces. Keypad overlay had weak adhesive bond at location.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 274mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.